Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa investigations did not replicate and did not confirm the reported complaint. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, all searchlight, chip virtual encoder (cva) and hall sensor assemblies were inspected, but no faults could be identified. The carriage gearbox will be replaced as a precaution to the reported problem.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The surgeon told the fse that when releasing/pressing the 2 knobs for detaching the instrument, the instrument tip turned 90 degrees and made it impossible to retract the instrument through the cannula. This occurred 3 times in total, with different instruments within a few days interval. The fse was not able to reproduce the reported complain, however the fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that it was difficult to remove an instrument from arm 4, where it moved to a 90-degree angle and became non-removable. It is unknown how the procedure was completed. No known impact or patient consequence was reported.